Event description:
(B)(4). I started to have chronic pelvic pain and abdominal pain, like someone was stabbing me, painful intercourse and loss of libido, problems sleeping, depression and migraines and severe bloating.